Manufacturer narrative:
Updated fields: b4, d8, e2, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked logs indicated code 111 multiple times and ran unit with trainer, unable to reproduce the error 111 (local vas wdt failure) or 137 (application-level fault for code on the video (head) processor). Logs indicated code 111 multiple times. Removed and replaced executive board, upgraded unit to b.17 software. Completed system checkout and repair with all functional and safety tests per manufacturer specifications. Returned to customer for use.

Manufacturer narrative:
Due to character limit in e1 event site name: (B)(6) med ctr. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had fault codes 111 and 137. There was no patient involvement and no harm or injury reported.